Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and but the lot number was known, therefore no evaluation could be performed however a batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated he did not disconnect and had no problems during prime. He did not start the initial drain without being connected and the hp stated no bags seemed to be leaking. The unused line clamps were closed. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr advised him to contact the nurse about possible exposure to unsterile air. The hp would start over with new supplies and contact the nurse. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with new supplies. The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He did not have a sample available but he did have a lot number, h11k26075. He had already discussed the alarm with his nurse. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.